Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. The following information is from dentist to nakanishi inc. (Nsk), regarding a device manufactured by nsk. Event summary : according to this dentist. Handpiece touched the corners of the mouth on the right side of the patient during maxillary treatment the patient finished treatment without any complaint. But the patient came back to the dentist office and complained of a 1cm blister. The dentist gave the patient an ointment and monitored the healing progress. Complaint review: there was no repair history on file for this handpiece. Investigation : the handpiece was forwarded to the manufacturer (nakanishi) for an analysis and investigation on april 9. 2013. As of this report no additional information has been received.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device (c130329-01-1). These activities are described in more detail below. Methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. The device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of the event. Temperature sensors were first attached to the exterior of the device at various test points (e.g., most proximal to the patient and along points further toward the distal end of the device). The test set up was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm, which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40.000 rpm). Nakanishi confirmed the temperature at the head of the handpiece rose suddenly after the beginning of the measurement. Ln fact, the rise was so sudden (more than 80 degrees) that the test was ended only 20 seconds into the planned 3-minute evaluation period : identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage on the cartridge bearing. The amount of oil observed inside the handpiece indicated that the device was not adequately cleaned. Due to the oil level observed. As well as the presence of some abrasive powers in the handpiece, nakanishi reassembled and washed the handpiece using nakanishi pana-spray. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operations manual, nakanishi measured the temperature of the handpiece. Even after cleaning, nakanishi still observed a quick rise in temperature. Conclusions reached based on the investigation and analysis results : damage observed caused abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi identified that the cause of overheating of the returned device was due to damage to the cartridge bearing. The damage observed caused abnormal rotational resistance, which would result in the handpiece overheating.